Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s spouse contacted support after the patient experienced multiple occlusion alerts. The last infusion set change had occurred approximately two days prior. A complete infusion set change was recommended. The patient elected not to change the cartridge because it still contained insulin, and it was confirmed that no additional insulin had been added to the cartridge since it was initially filled. The spouse reported that the contact/detach infusion set with 23-inch tubing and a 6 mm cannula appeared intact, with no visible kinks or leaks. The patient was assisted with changing the infusion set and reconnecting insulin delivery. A follow-up was planned to assess blood glucose stability. Blood glucose levels were reported to be affected during this event, remaining elevated above 180 mg/dl for approximately nine hours, with readings reported as high. Alerts for blood glucose above 300 mg/dl for more than 90 minutes were reported. No back-up therapy, ketone testing, steroid injections, or professional medical intervention were used. Assistance was provided by the spouse out of kindness, and no immediate adverse health effects were reported. During follow-up, the spouse reported that the patient¿s blood glucose levels had dropped significantly. Oral carbohydrates were administered in the form of juice, and blood glucose levels began to rise. Blood glucose levels were reported to have dropped below 70 mg/dl for approximately 30 minutes. The device provided low blood glucose alerts. No professional medical intervention was required. Assistance was again provided by the spouse out of kindness, and no immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.